Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference (emi)/noise. A 12 non-sustained tachycardia (nst) episodes with v-v intervals <(><<)> 220 ms between (B)(6)-2014. 1656 ventricular short interval counts (v-sic) in last 27 days. Week of (B)(6)-2014 max rv pace = 1112 ohms. (B)(6)-2014 impedance >2500 ohms. Returns to baseline of 750 ohms. Alert for out of range subthreshold lead impedance alert on (B)(6)-2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing impedance with a spike and then back to a high range. There was also noise noted and a high number of short interval counts (sic). The lead was partially explanted and was replaced. No patient complications have been reported as a result of this event.